Event description:
It was reported via repair work order that the siderail was not locking in full up right position due to broken siderail screw. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.